Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when the patient notifier could not be felt when triggered through the programmer. The patient will be enrolled in remote monitoring.